Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's technical support recommended swapping o2 and air motor control boards. The customer reported flow rates for air and o2 are approx 960 at 1 liter per minute (lpm) set point. The customer reported that they would complete performance verification testing and return the unit to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the oxygen flow rate is close to the low limit. Not in use. No patient/user harm reported.